Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, handpiece didn't get got. Handpiece failed specs due to bur not going into chuck. Chuck pusher is stuck, will not move, also found cap damaged. Visible black mark on outside of cap from coming in contact with rotor. No issue with cap sticking.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.